Manufacturer narrative:
D9. Date device returned to manufacturer added.

Manufacturer narrative:
Corrected information has been provided in e1(initial reporter address line 1) was inadvertently omitted in error.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 53-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). During the procedure, the staff was attempting to de-air the purge line before connecting the yellow luer locks and plugging in the pump. The automated impella controller (aic) console screen went directly into the placement screen prior to starting the pump. The staff removed the purge line, and changed the aic, but did not resolve the issue. The impella pump was able to function without any alarms. Two days later, the impella was successfully weaned. The post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
B5 narrative was added and malfunction was changed to serious injury.

Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report h5 and h8 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had an aic replaced due to purge/cassette case start issues. The aic was replaced and support proceeded on the cp.